Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure and was unable to recover after a reboot. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height cubie drawer had bad slide rails. A field service engineer (fse) logged into hardware test application, released all cubie pockets in 2.1/2.2, and powered down the station. The fse removed the back panel to access the drawer, removed the cubie drawer, and installed a new one. After closing the back panel and powering on the station, the drawer was configured. The fse logged back into hardware test application and placed the cubies back into the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.